Manufacturer narrative:
Device evaluated by MFR.: fg maverick 2 mr, 2.00mm x 15mm, was returned for analysis. A detailed microscopic, visual, and tactile examination of the balloon material identified a pinhole was identified 2mm distal from the proximal markerband when an attempt was made to inflate the balloon. The balloon contained blood and was subjected to positive pressure. Visual and tactile examination revealed multiple kinks along the hypotube shaft. Microscopic analysis of the shaft polymer extrusion revealed no issues or damages. A microscopic examination of the distal and proximal markerband identified no damages. No issues or damages were identified on the bumper tip. The leakage test of the device was performed using an encore inflation unit; the balloon was inflated, and a leak was identified.

Event description:
Reportable based on device analysis completed on 05-jul-2024. It was reported that crossing difficulties occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was good post-procedure. However, the analysis of the returned device identified ballon pinhole.